Event description:
An ocd scientist observed non-reproducible higher than expected vitros trop I es results from a troponin-free fluid (high sample diluent b) during an internal test event. The higher than expected results were observed on two vitros 3600 immunodiagnostic systems across two different vitros top I es reagent lots. Results of 0.057, 0.058, 0.065, 0.083, 0.076, 0.075, 0.069, 0.065, and 0.065 ng/ml were obtained versus the expected value of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No patient samples were run during the internal test event, and there was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from a troponin-free fluid run on two vitros 3600 immunodiagnostic systems during an internal test event. Follow-up investigation determined that the use of vitros high sample diluent b fluid was most likely the assignable cause for the non-reproducible vitros tropi es results. In addition, the investigation demonstrated that there was no evidence that the vitros 3600 systems or vitros tropi es reagent malfunctioned. The assignable cause of the event is most likely related to the use vitros high sample diluent b fluid.

Event description:
This supplemental report is being filed to change the assignable root cause as documented. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros trop I es results were obtained from a troponin-free fluid run on two vitros 3600 immunodiagnostic systems during an internal test event. Two different vitros trop I es reagent lots were similarly affected, and acceptable performance was observed using one of the affected reagent lots on a third vitros instrument. The non-reproducible results from the troponin-free fluid indicate that the vitros 3600 immunodiagnostic systems most likely were not performing as expected at the time of the event. Limited service actions were performed on one of the instruments in question, however the issue persisted post-service. Issue resolution has not yet been achieved, and additional actions to address the issue are ongoing. The root cause of the event is most likely instrument related. However, a reagent issue cannot be ruled entirely out as a potential contributing factor at this time. The investigation is ongoing.